Event description:
It was reported that during a da vinci-assisted uvulopalatopharyngoplasty (uppp) surgical procedure, the 8mm permanent cautery spatula (pcs) instrument had issues with cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery spatula instrument was analyzed and was found to have multiple indentations/burrs on the outer face of the distal idler pulleys. The were pieces missing approximately 1.93 mm x .40 mm. Grip cables and monopolar yaw pulley adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. The grip cable is derailed, and the monopolar yaw pulley has scratches. Additional observation(s) not reported by site: the instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additional observation(s) not reported by site: the instrument was found to have scratches (other) on the face of the monopolar yaw pulley.